Manufacturer narrative:
Devise passed the self test, unexpected restart error test and displacement test. Unexpected restart alarm noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump received multiple unexpected restart alert. The customer¿s blood glucose level at the time of incident was unknown. The customer reported that the insulin pump receiving unexpected restart alert after changing batteries. The insulin pump will not be returned for analysis.